Event description:
During a routine intrathecal pump refill, the tip of the syringe, which was filled with baclofen, broke off into the filter. The broken piece did not reach the patient due to the external filter that is routinely used by staff. The patient was not harmed.====================== health professional's impression======================defective syringes